Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that about two hours into an ablation procedure using intellanav mifi open-irrigated ablation catheter the temperature sensor failed. The temperature was stated to be about 42 degrees celsius even though energization could not be performed at the time. No error message was displayed. The generator was in power control mode and the ablation was performed at 30w for the power setting. They exchanged the catheter and the issue was resolved. They were able to complete the procedure without patient complications. The catheter is expected to be returned for analysis.